Manufacturer narrative:
Pt info has not been made available at this time.

Event description:
A site reported to ge healthcare that a pt expired while being monitored on a carescape telemetry server. The site requested that ge provide a review of the log files for the event in question. An initial log review indicates the numerous system alarms including artifact, arrhythmia suspend, and leads fail were sounded and silenced during the event in question. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.